Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. It was unknown as to whether device was in use on a patient at the time of the complaint/event. There was no adverse event to a patient or user.

Manufacturer narrative:
.